Event description:
It was reported that the device did not provide proper cuts and thus extended surgery time between 31-60 minutes.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed, and results are acceptable. Per the engineering investigation, segmentation of the femur follows acceptance criteria. The varus/valgus alignment of the femur was off by 3 degrees varus. After completing the standard alignment for the patient, the engineer received a call from the surgeon saying that the femur resections appeared to be putting the patient in valgus. After several conversations and email chains with the surgeon, the engineer made the femur 3 degrees more varus. This caused a 0 degree femur valgus angle. The surgeon approved the final pre-op plan. As a result of the investigation, the primary root cause of this issue is human error due to misaligned femur. The secondary root cause of this issue is breakdown in the communication between the engineer and the surgeon. The investigating engineer reviewed the errors of this case with the regional engineer. The engineer arranged a conference with the surgeon to revisit his preferences and the concerns with this case. All employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.